Event description:
It was reported that this patient underwent a revision surgery, during which the right ventricular (rv) lead was explanted and replaced due to an unspecified anomaly. No additional adverse patient effects were reported. This rv lead has not been received for analysis.